Event description:
The pt had received several shocks at home and went to emergency room on 8/28/1999. Because electrophysiology is not performed at this hosp site, the pt was transferred the following day to another facility. Attempts to interrogate the device on 8/30/1999, were unsuccessful. Based on the known crystal oscillator anomaly, the decision was made to explant the device.